Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a box of reservoirs leaked. Customer's blood glucose was unknown. It was reported that insulin did not leak into pump. Customer's blood glucose was unknown. Customer did not have reservoirs to return as they were tossed. Emergency supplies would be sent to customer.